Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicates impedance despite the device testing within normal limits. Programming adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Additional information - section d6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. It is currently unknown if the recipient is using the device at this time. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.